Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion device did not display an error or alert message when it should have to indicate a low/empty cartridge. No adverse event was reported. The infusion device was requested to be returned for product evaluation.